Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(6); batch: 342340.

Event description:
It was reported that the patients lead site has not healed since the surgery and was experiencing horrible pain in the upper spine. It was also stated that the lead was placed incorrectly. Additional information received that the patient underwent an explant procedure. The explanted device was discarded at the hospital.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead site has not healed since the surgery and was experiencing intense pain in the upper spine. It was also stated that the lead was placed incorrectly.